Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer packaging /bag cannot be pulled open, as the foil has been glued to the outermost edge on the foil paper. Sterile removal is not possible. At this time we have discarded 1 bag and one available. No adverse patient consequences, no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was not received for examination. However, the product and lot# associated with this complaint is under investigation and we have found that the cement powder inner bag is overlapping with the paper outer foil for other cements in this same lot#. Additionally we have not found any compromise in the sterility and/or the product. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 09-dec-2021. 3) any anomalies or deviations identified in DHR: none. No previous non-conformances were identified. 4) expiry date: 30-nov-2023. 5) IFU reference: 103414965 rev 2 (alt rev b). A search of the depuy nonconformance (nc) quality system found no past nc¿s associated with this product/lot combination. An nc has been raised to address the current complaint condition.